Event description:
N/a.

Manufacturer narrative:
Updated data:b4,e1(name),e2,e3,g2,g3,g6,h2,h10

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an air leak. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the source of the fault was an o-ring or quick plug failure. To fix the issue, the fse replaced o-ring, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. After two days the fse called to know about the equipment condition and the customer stated that the initial air leak issue is still not resolved. After communication with the customer, the customer still decided not to repair.